Manufacturer narrative:
Alarm occurred twice. No blood or kinks in helium tubing; pumping resumed using ¿fill¿ button. Alarm definition and troubleshooting steps explained.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss in the circuit occurred. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g3, g6, h2, h11 corrected fields - h6 (component codes and type of investigation) a gas alarm that had occurred twice. Nurse stated that there was no blood or visible kinks in the helium tubing and that they were able to resume pumping using the fill button. The insertion site was femoral, and a chest x-ray had confirmed proper placement. Esp personnel explained the alarm, potential causes, and reviewed basic troubleshooting steps. At the time of the call, the pump was operating without alarms.

Manufacturer narrative:
Updated fields - b4, g3, g6, h3, h11. Corrected fields - h6 (component codes).

Event description:
N/a.